Event description:
It was reported that the patient's brother called from the (B)(6). His brother's device has been beeping for 2 days every 4 hours. The brother was given contact information for assistance in the (B)(6). The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.